Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a motor error alarm and a compromised force sensor system alarm and that insulin was "squirting out" during the manual prime process. The customer's blood glucose level was 350 mg/dl. The device passed the displacement test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced; however, the customer declined to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify motor error alarm, a33 alarm or perform the self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. Motor passed motor test. The insulin pump had cracked reservoir tube lip and minor scratched display window.